Manufacturer narrative:
It was reported that a patient desaturated and it was noted that the system was "coming apart and oxygen was leaking out". It was reported that that patient was "placed on 15l via non-rebreathe mask". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Humidifed system "coming apart."